Event description:
It was reported that the health care professional (hcp) called for review of a presenting electrogram (egm). Technical services (ts) reviewed the data and found there is intermittent left ventricular (lv) loss of capture. Additionally, the lv impedances have increased from 400 ohms range to over 1,456 ohms over the past year. Ts recommended further testing of the lv lead. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070101. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) called for review of a presenting electrogram (egm). Technical services (ts) reviewed the data and found there is intermittent left ventricular (lv) loss of capture. Additionally, the lv impedances have increased from 400 ohms range to over 1,456 ohms over the past year. Ts recommended further testing of the lv lead. At this time, the lead remains in service. No adverse patient effects were reported.